Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, cracks on side of video connector. Additionally, the device evaluation found a flickering image, distal end fiber breakage, dents on distal edge, minor stains under lg cover glass, light transmission failed were found. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure, which is expected or random without any design or manufacturing issue. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the pins on the plug-in of the rigid video laparoscope are damaged. There were no reports of patient injury or medical intervention associated with this event.